Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that tower doors failed and off the bus due to component. Field service engineer found a connector to left side drawer controller board to be slightly ajar from pyxibus cable, so engineer reseated it to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system tower doors failed and off the bus, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.